Event description:
There was an allegation of a false positive result with the cobas® taqscreen mpx test, version 2.0 for use on the cobas s 201 system. The initial result was hbv reactive with a pool of 6 (pp6). After resolution, pp6 showed a hcv reactive result for one of the samples. The final determination was all non-reactive. This sample was not released and enzyme immunoassay and nat were all negative.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). A review of the data did not reveal any issues. The reactive results showed late CT (critical threshold) values and low-level amplification. There was likely contamination present in the initial runs. The customer was recommended to perform cleaning procedures as recommended by the instrument maintenance wizard. A batch trend was not identified for the complaint lot. No related internal issues were identified. The investigation did not identify a product problem. E1 initial reporter street line 1: (B)(6).